Event description:
Additional information was received that a pre-implant balloon aortic valvuloplasty was performed. The deployment starting point was at the bottom of the pigtail catheter, and the valve dislodged ventricular. Prior to valve dislodgement, the implant depth on the non-coronary cusp (ncc) and left coronary cusp (lcc) were 3 millimeter's (mm). After valve dislodgement, the implant depth on the ncc was 4 mm and the implant depth on the lcc was 5 mm. A non-medtronic guidewire was used during the procedure. Subsequently, a permanent pacemaker was implanted within 1 week following the valve implant.

Manufacturer narrative:
Updated data: b2. B5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to the implant of a transcatheter valve, the patient was noted to have short membranous septum of 1 millimeter (mm) with slight septal bulging and calcification. Upon deployment and prior to full release, the implant depth was optimal at 2 mm. However, following full deployment, the valve dislodged slightly and complete heart block (chb) was observed.

Manufacturer narrative:
Select patient information cannot be included in regulatory report due to regional privacy regulations. Continuation of d10: product ID d-evolutfx-2329 (lot: 0012690266); product type: 0195-heart valves; implant date n/a; explant date n/a medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.